Event description:
Nurse reports the luer lok adaptor and cannula came off the syringe during surgery when the surgeon attempted to use the syringe in the capsular bag. It was reported that the cannula detached and hit the retina resulting in vitreous loss. The pt reportedly had vitreous hemorrhaging and sub-retinal hemorrhaging. A vitrectomy was performed.